Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7144857.

Event description:
It was reported that during reprogramming, spinal cord stimulation (scs) lead sync indicated a significant migration, and patient had loss coverage in lower back. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per facility policy.